Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the liner spun out and the head appears to have worn directly against the inside of the shell near the rim for an unknown amount of time.